Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Upon receipt, the ICD was interrogated, revealing the battery status eri. The ICD was implanted for 72 months and 151 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular and the far field channel, leading to multiple charging cycles that resulted in several shock deliveries, confirming the clinical observation. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular as well as in the far field channel. However, a thorough analysis of the ICD proved the device to be fully functional. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem of these devices.

Event description:
After an implantation period of approx. 73 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead and the ICD were explanted.